Manufacturer narrative:
Block h6 patient code e1022 is being used to capture the reportable event of esophageal perforation. Imdrf code f14 is being used to capture the reportable event of prolonged episode of care. Imdrf code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Imdrf code f2301 is being used to capture the reportable event of additional device required. Imdrf code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, the overstitch nxt device could not be advanced into the esophagus. A diagnostic scope was then used, which revealed a perforation just below the upper esophageal sphincter (ues). The perforation was partially closed, and the original procedure was cancelled. The patient was admitted to the hospital for observation, and two CT scans were performed. The patient was discharged on (B)(6) 2025. The patient's condition at the conclusion of the procedure was reported to be stable.